Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent a revision procedure, wherein the leads were replaced and placed one vertebral level higher than the previous leads. The explanted leads were discarded and will not be returned. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6).